Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as the surgeon was inserting the intraocular lens (iol) into the patient's eye, the lens got stuck in the cartridge while inserting. The surgeon re-inserted a new iol of the same model and diopter and the patient was reported to be fine. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection found viscoelastic residue that was observed in the cartridge body, tip, and loading zone. The preloaded device was found correctly assembled. Cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). The lens was observed stuck and jammed in the cartridge body. Was able to advance the lens from the storage chamber to the cartridge neck. The problem code reported, stuck in cartridge was verified by the visual inspection performed. During the visual inspection, the lens was observed stuck and jammed in the cartridge body. The plunger was observed in the ready to advance position. The cartridge was observed in the correct position and assembled as required. The plunger/push rod components were observed assembled within specifications. The possible causes for stuck in cartridge are documented and could not be ruled out. The directions for use (dfu) sections provide the customer with information on properly handling the lens during preparation and use. A review of the manufacturing records was conducted. The manufacturing processes records were evaluated and the lens was manufactured within specification requirements. There were no associated deviations. One non conformances report was identified in the review; however, it was not related to the reported complaint. No material or process changes were present. The lens was manufactured according to established specifications and procedures. The directions for use (dfu) for the tecnis itec preloaded delivery system, advices the physician to be cautious and states do not implant the lens if the rod tip does not advance the lens or if it is jammed in the cartridge. Do not push the plunger forward to fully advance the lens until lens is ready for implantation. Discard the device if the lens has been fully advanced for more than 1 minute. The warnings section advices the physician to examine the instructions for use for proper handling to minimize exposure to conditions which may compromise the product, patient, or the user. The review found that the lens was manufactured and released within specifications. The lens met specifications prior to release. All pertinent information available to abbott medical optics has been submitted.